Event description:
A review of programming and diagnostic data was performed. On (B)(6) 2011 a system diagnostic test was performed and resulted in a "fault" and a final interrogation was not performed. On the next recorded visit, (B)(6) 2011, the vns was interrogated and found to be at settings which are indicative of "faulted' diagnostics.

Manufacturer narrative:
Analysis of programming history.